Event description:
The pt stated that on the night of 2007 he was not able to place his infusion device in run after a cartridge change. He administered 16 units of insulin. He then called for assistance the following day, and he was able to place his infusion device in run. One day later, the pt's blood glucose lowered (value not provided) and he was given milk, chocolate, and dextrose by family members. He stated he thought he would go into "a coma." He stated his blood glucose then measured 2.1 mmol/l (38 mg/dl). His normal blood glucose range is 5-8 mmol (90-144 mg/dl). Two days later, the pt experienced an e7 error (electronic error). He stated that he removed the battery to clear the error and received an e8 (power interrupt) and then an e2 (battery depleted) error. He stated that he changed the battery and received another e7 error. He stated that he removed and inserted the battery 3 times. When he attempted to reinsert the battery the next morning, he again received the e7. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No further info is available. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplement report.